Manufacturer narrative:
This report is submitted on may 30, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced persistent skin infections resulting in the decision to remove the abutment.